Event description:
It was reported that the patient was already outside criteria for a vibrant soundbridge at the time of the implantation. At the first fitting the patient didn't have any hearing sensations as expected. Advised by the surgeon the patient tried to used the device for 3-4 weeks. In 2009, she was explanted and re-implanted with a sonata cochlear implant system.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. A device analysis will be submitted as a follow up report.